Event description:
It was reported that the patient is scheduled for generator re-positioning surgery due to the migration and patient weight loss events. The re-positioning surgery took place on (B)(6)2015.

Event description:
On (B)(4) 2015, it was reported that the patient has not been using the device and the presence of the device was hurting the patient at the generator site. It was stated from the physician's office that the surgeon medically determined that it would be best for the patient to undergo vns explant. While explant surgery is likely, the explant has not occurred to date.

Event description:
Product analysis for the model 103 generator was completed and approved on 11/09/2015. An end-of-service warning message was verified in the analysis lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator&#62688;output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient has not yet been seen by the surgeon. It was reported that the patient suffered trauma from her three year old hitting her in the chest/neck areas which was causing pain, but the vns was working fine. It was reported that the patietn lost a lot of weight in may and this is when the device migration occurred. No interventions are planned.

Event description:
It was reported that the patient was seen that day and is complaining of pain at the lead and generator sites. The device pulse width was decreased from 250 usec to 130 usec in both normal and magnet modes. The patient also reported that when she lays down on her back, she can feel the generator ¿flip up¿ and this causes her a great deal of pain. The nurse said she can palpate both the lead and the generator easily. The patient mentioned that she lost a lot of weight since she was implanted in (B)(6) 2014. The patient was referred to the implanting surgeon for evaluation including x-rays. No additional relevant information has been received to date.

Event description:
It was reported that the vns devices (lead and generator) were explanted on (B)(6) 2015. Attempts have been made for product return but the explanted devices have not been received for analysis to date.

Event description:
Generator and lead were received for analysis on 10/13/2015. Product analysis for the lead was completed and approved on 11/04/2015. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Analysis for the returned generator is still underway and has not been completed to date.